Manufacturer narrative:
Device evaluation completed on 5/28/2019: during evaluation of the sample some creases were observed in the anterior and posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant medical products: left-mentor memorygel 550cc silicone breast implants, ref/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with mentor memorygel 550cc silicone breast implants which the right side showed issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. As a result patient had the device removed and replaced with another gel device serial number (B)(4), catalog number 3505504bc on (B)(6)2019.